Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for two weeks and that she was taken off the pump. She said that her illness was non-diabetes related but that it caused her blood glucose to rise. Her blood glucose went to 1200 mg/dl and she went into a coma for the first week of being hospitalized. She was offered troubleshooting for high blood glucose and the customer declined because she stated that she believes the pump is working fine. She said that now that she is home and back on the pump, she was having problems connecting her pump to her contour next link and needed assistance. The insulin pump will not be returning for analysis.